Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with an im plantable neuro stimulator (ins). It was reported that patient was having difficulty recharging, patient was getting good coupling with 8 bars during recharging sessions. The patient's wife used some magnets to attempt to hold the ins recharger (insr) antenna over the ins, and about 1.5 weeks ago the patient was no longer getting coupling and the call your doctor message was displayed. The rep stated that at that time they were able to determine that the battery was depleted and they were able to charge it but they did not get the code on the "call your doctor screen". The rep asked if magnets used around the ins would damage the recharging antenna in the ins. It was reviewed that it did not seem possible that small magnets would cause the ins to charge with poor coupling. The possibility of a flipped battery was reviewed. The rep stated that the patient was thin and the battery was superficial but that it was possible that the battery flipped. Rep reported that the patient's wife did not follow instructions and husband appeared to be rotating battery in their chest. The rep stated that they discussed with all clinicians and face timed the wife to help recharge, and that later worked with son in depth to recharge a separate time. Rep also gave the patient's son their recharger since the patient's recharger was not working properly. Rep noted that the patient could still get only 4 bars. The rep stated that they gave the patient their recharger and they were able to charge up to 4 bars in optimal position. It was noted that patient had an appointment on (B)(6) and would meet with the rep. The option of attempting a prm was reviewed because the rep was convinced that the ins was damaged, and it was reviewed that prm would reset the battery but that it did not seem likely that the magnets damaged the ins. No patient symptoms were reported. An email was sent to repair. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the patient was fiddling/flipping and rotating the battery. It was noted that the patient's wife was not able to get great signals and the surgeon replaced it with a primary cell battery to eliminate issues. No further patient complications were reported/ anticipated as a result of this event